Event description:
It was reported that the patient coded and the health care provider (hcp) believed it was related to the pump/therapy. The hcp had insisted that the pump be programmed to pump off mode. It was noted that the hcp was relatively new to the therapy. The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
It was reported the pump and catheter were explanted. Patient outcome was noted as serious life threatening injury/illness; recovered without sequela. It was indicated the pump was delivering dilaudid. Previous information indicated it was morphine. It was unclear what drug was in the pump.

Manufacturer narrative:
Catheter model # 8709sc serial # (B)(4) implanted on: (B)(6) 2011 explanted on: unknown. 8835 personal therapy manager serial # (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly found; catheter incomplete/returned in segments.